Event description:
It was reported that the user experienced elevated blood glucose values, with a fingerstick of 197 mg/dl and a high of 235 mg/dl, after being awakened by a car alarm while using the ilet system; pump data indicated automated correction insulin delivery and the user was advised to monitor without making immediate changes. Symptoms included hyperglycemia without other associated symptoms. Outcomes included no reported injury, no medical intervention beyond routine monitoring, and no hospitalization. Investigation included review of device data reported by the pump and user troubleshooting, including consideration of supply change if glucose did not decline. Investigation of this case revealed device performance consistent with expected automated correction behavior, with no alerts or alarms and no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.